Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the formed needle completely retracted. The download data indicates the device completed both first and second prime. No damages or defects were observed with the needle mechanism that would result in the cannula not deploying. The fluid path was inspected and a leak test was performed, and no leakages were observed along the entire fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was worn on the patient's abdomen for between 36 and 48 hours.